Event description:
It was reported that the patient presented for an implant procedure. During device preparation, it was noted that the pacemaker exhibited a header anomaly. The pacemaker was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of a bubble in the header was confirmed. The device was above the elective replacement indicator (eri) when received. Visual inspection of the header found a bubble below the rv connector which was within the allowable specification. A longevity calculation was performed and found the device within the normal range of operation with an appropriate remaining longevity. No other anomalies were seen.